Manufacturer narrative:
At this time no conclusions can be made regarding the visilex mesh. The patient's attorney alleges additional surgical intervention, however, no details have been provided. No lot number has been provided, therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol visilex mesh on (B)(6) 2007. As reported, the patient is making a claim for an adverse patient outcome against the visilex mesh. It is alleged that the patient had subsequent surgical intervention due to the defective hernia mesh device. As reported, the attorney alleges patient experienced emotional distress and the device was defective.